Manufacturer narrative:
B3: event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg was nearing end of life and the patient had pain at the ipg site. Surgical intervention was undertaken and the ipg was explanted and replaced.